Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon was attempted to be inflated but it would not inflate. It was removed from the endoscope and an attempt to inflate the balloon outside the patient was made. However, the balloon would not inflate. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole that occurred in the esophagus. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used that occurred in the esophagus. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed, and it was found that the balloon had a pinhole located approximately at 53 mm form the tip of the device. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 53 mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.